Manufacturer narrative:
Bloch h6: imdrf device code (B)(6) captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the second of two speedband superview super 7 that were used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic procedure performed to treat esophageal bleeding on (B)(6) 2024. The device was installed correctly onto the endoscope. During the procedure, as they attempted to deploy the bands, it would not deploy. The device was removed, and it was noticed that the bands started to deploy from the proximal part, and not from the distal part. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the second device. There were no patient complications reported as a result of this event. Note: a photo of the first complaint device outside the patient was provided by the customer and shows the bands were moved from their position, and some bands were broken.

Event description:
Note: this report pertains to the second of two speedband superview super 7 that were used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic procedure performed to treat esophageal bleeding on (B)(6) 2024. The device was installed correctly onto the endoscope. During the procedure, as they attempted to deploy the bands, it would not deploy. The device was removed, and it was noticed that the bands started to deploy from the proximal part, and not from the distal part. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the second device. There were no patient complications reported as a result of this event. Note: a photo of the first complaint device outside the patient was provided by the customer and shows the bands were moved from their position, and some bands were broken. Additional information received on february 20, 2024. The speedband superview super 7 was used during a ligation of varices procedure.

Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on february 20, 2024. Bloch h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had three bands attached, and the suture was broken. The handle did not have evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands could not be deployed was confirmed. Upon analysis, it was found that there were three bands attached in the ligator housing, and the trip wire was not secured into the handle slot. The returned suture was broken, it is possible that the suture was broken at the time of removing the device. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when deploying the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.